Event description:
It was reported that after resuming use of the ilet with a new g7 sensor and reconnecting to the pump, the user¿s caregiver accidentally pressed the meal announcement button more than once, which coincided with recent manual injections and resulted in hypoglycemia; the user treated with gummies and was educated that the system suspends insulin when glucose trends low. Symptoms included low blood glucose to 44 mg/dl. Outcomes included transient low glucose for approximately 15 minutes without medical intervention, hospitalization, or ketone testing. Investigation included complaint review and user education regarding meal announcement use and potential residual insulin from prior manual therapy. Investigation of this case revealed user error related to duplicate meal announcements with insulin on board as the likely contributor to hypoglycemia, with device automation functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.